Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the right coronary artery (rca). The physician attempted to place a 4.00x38mm promus element stent, but was unable to deliver the stent to the lesion. The physician attempted to pull the stent back into the non-bsc guide catheter, but was unsuccessful. The physician felt the stent was "practically deployed and came off the balloon". The stent embolized to the femoral artery, was unable to be retrieved, and was left in the patient. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product: device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).